Event description:
The patient reported problems with charging the implant. The external equipment was replaced but the issue was not resolved. The surgeon replaced the implant with another advanced bionics spinal cord stimulator. It has been reported that the system is working acceptably and the patient is no longer experiencing charging issues.